Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called stating that he experienced elevated power. The pt's system controller log file was reviewed and it appeared to be transient power elevations. The surgeon requested that the pt be admitted. An echo was performed and revealed that the left ventricle cavity was severely enlarged with depressed systolic function. The left atrium was dilated and the aortic valve opened with each systole. The outflow velocity was interrogated at the right sternal border and appeared that it had significantly increased when compared with the study 7 months prior. The following day the patient became increasingly short of breath and diaphoretic and was transferred to the ccu. The pt's pump was exchanged the following day. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.